Manufacturer narrative:
Attempts to obtain additional information are being made. Should additional information be made available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement through the remote monitoring system. It was reported that the patient was not pacemaker dependent and all other lead measurements were within normal limits. The patient was to undergo a revision procedure in the near future as the physician suspected a conductor issue. No adverse patient effects were reported. This product remains in-service.